Event description:
Boston scientific received information that this atrial lead undersensed, did not capture, had low amplitudes, and appeared to have been dislodged. No adverse patient effects were reported. This issue was to be further discussed with the physician.

Manufacturer narrative:
It was later reported that no x-ray was performed. The patient did not want any surgical intervention so the device was reprogrammed to vvi.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.